Event description:
The pvc 500 ml bag contained polygram (32 gm). When the bag left the pharmacy there was no damage to bag. When nurse went to infuse, nurse claims that the seams of the bag were damaged and the medication leaked out of bag.